Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, the 840 ventilator generated several error codes rendering the ventilator inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The technical support engineer (tse) recommended that the customer perform a ground isolation test and other testing. Customer requested for covidien inspection. The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications. Ventilator was ready for patient use.